Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that he had a diabetic ketoacidosis. The customer received a low reservoir the past two days. Customer's blood glucose level was over 1,000 mg/dl. He treated his high blood glucose level with the insulin pump. The customer was taken to the emergency room on (B)(6) 2015. The customer was vomiting and had large ketones. The site had fallen out that morning, therefore, he was off the insulin pump for a few hours. The customer was wearing the insulin pump at the time of the emergency room visit. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.